Manufacturer narrative:
The sureform 45 stapler instrument and sureform 45 white reload used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the 1st sureform 45 stapler instrument was installed on the system 4 times and fired 3 white reloads. On install 3, the clamp was successful, but was followed by a firing failure. On install 4, the system failed to detect the reload color and the user manually selected the sureform 45 white reload via the surgeon side console (ssc) touchpad. The clamp was successful, but was followed by a firing failure. The instrument was then removed and not used in the procedure again. The logs show the 2nd sureform 45 stapler instrument was installed on the system 6 times and fired 6 white reloads. No firing failures were observed with this stapler instrument. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the sureform 45 stapler instrument fired a sureform 45 white reload and stopped mid-fire on the left renal vein. Also, during the event, an "unable able to fire, unclamp" message populated. The surgeon unclamped the stapler instrument and loaded it with another sureform 45 white reload. The stapler instrument was installed into the patient again and the surgeon attempted to finish the staple line with the newly installed reload; however, the same complication occurred. The stapler instrument was unclamped from the vein, and the blade was noticed to be exposed. The stapler had fired half of the vein and cut through the other half without stapling it. It was reported that the staple line resulted in bleeding and as a result the patient loss about 200ml of blood; however, no transfusions were required and the patient is stable. A new stapler instrument was opened and loaded with a new reload and the staple line that was bleeding was completed. The customer called an intuitive surgical, inc. (Isi) technical support to have the system logs reviewed for any related errors. The isi technical support engineer (tse) found no related errors in the logs. The procedure was completed as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updates fields: d9, g3, g6, h2, h3, h6, h11, intuitive surgical, inc. (Isi) received a sureform 45 white reload for failure analysis evaluation. A log review confirms this stapler reload was involved in a firing failure. The knife was found to be exposed towards the distal end of the returned stapler reload which aligns with the firing completion percentage displayed in the procedure logs. Additionally, a visual inspection found cartridge damage observed near the distal end of the reload. The reload cartridge was damaged and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Isi also received a sureform 45 stapler instrument for failure analysis evaluation. The stapler instrument was installed onto an in-house system and fired on a test foam using two in-house sureform 45 white reloads. The instrument fired successfully and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.